Event description:
The complainant is an insulin dependent diabetic. Customer indiciated that the glucometer 3 with memory blood glucose meter was giving customer's lower than expected results. Customer indicated that customer tried to bring customer's blood glucose up. Not feeling well customer was admitted to the hospital with a blood glucose of 898 mg/dl. In the hospital customer was treated with a slow insulin IV drip and was released. A request was made to return the system for evaluation.